Event description:
It was reported that the wrench is rusty. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number the device history records review could not be completed. Visual inspection showed that there are some rusty areas mainly on the contact areas with screw nuts on which the protective coating has worn off during long-term use.